Manufacturer narrative:
(B)(4). Title: four stay-sutures method: a simplified hand-sewn purse-string suture in laparoscopic circular-stapled esophagojejunostomy source: surgery today (2020) 50:314¿319 published online: 27 august 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of a study performed between june 2013 to december 2016, which involved 36 patients, about a new method involving circular-stapled anastomosis using a hand-sewn suture with four stay-sutures in laparoscopic circular-stapled esophagojejunostomy, the esophagus was transected from right to left above the level of the esophagogastric junction using an endoscopic linear stapler. Post-operative complications were observed in 6 of 36 patients during the mean post-operative observation period of 26.5 months. Anastomotic leakage following esophagojejunostomy was evaluated using air insufflation from a nasogastric tube in one patient and anastomotic stenosis in another, which were resolved with laparoscopic drainage and endoscopic balloon dilatation, respectively. The remaining four patients included reflux esophagitis and liver dysfunction, which were improved conservatively with medication.